Manufacturer narrative:
The pump was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test or verify failed battery alarm due to blank display. Also, received with moisture damage on the motor and force sensor and corrosion inside of the battery tube.

Event description:
The customer reported via phone call that insulin pump had failed battery alarm. Blood glucose was 179 mg/dl. Troubleshooting was performed. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.